Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (moderate annular calcification, history of cad) likely contributed to the obstruction of the lmt / coronary stent thrombosis and the subsequent placement of an additional coronary stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23mm edwards balloon catheter could not cross the aortic valve. Following pre-dilation with a non-edwards 10mm balloon, balloon aortic valvuloplasty (bav) was performed without difficulty. A 29mm sapien 3 valve was deployed using 3ml less than nominal volume. Post valve deployment, cardiac hypokinesis at the left anterior descending (lad) artery region was observed. The patient¿s hemodynamics ¿collapsed¿ and ventricular tachycardia and ventricular fibrillation occurred. Coronary angiography revealed total obstruction of the left main trunk (lmt), which was judged to be coronary stent thrombosis at the middle of the lad (segment #7) and the first diagonal branch (segment #9). Percutaneous transluminal coronary angioplasty (ptca) was performed 5 times; however, proper blood flow was not restored. Percutaneous cardiopulmonary support (pcps) was introduced. Thrombus aspiration following ivus was not successful. An additional coronary stent was placed in an area between the lmt to the segment #7 and ptca was performed. Improved blood flow and patency of the left coronary artery were confirmed. The patient was transferred with the iabp in place. The valve remains implanted in the patient. The native annular diameter measured 23mm x 29.2mm with an annulus area of 547mm2. Mild valvular calcification and moderate annular calcification was reported. The sinus of valsalva diameter measured 32.6mm x 30.5mm x 33.1mm. The sjt diameter measured 27.9mm x 27mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference for article: takiguchi, h., yamaji, k., shirai, s., ando, k. Stent thrombosis during transcatheter aortic valve replacement (2019). Jacc: cardiovascular interventions.